Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during misuse of a bd phaseal¿ injector luer lock n35, the ¿injector failed with needle exposure due to the user using the blue portion of injector to connect¿. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample is available but one picture was received. The picture shows the needle exposed and the grips of the safety sleeve out of their place. In this case, as the lot is unknown the DHR cannot be reviewed. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Conclusion: the exposure of the needle is caused due to the breakage of the safety sleeve. The breakage occurs when the injector is not properly disengage.